Event description:
It was reported that after a da vinci surgical procedure, that the staff noticed a small green plastic piece inside of patient and was retrieved. No patient harm, injury or adverse event was reported. No further clinical information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. During the initial visual inspection; failure analysis investigation found no missing pieces. A functional test was conducted an in-house insuflator with pressure set to 30mmhg, no leaks were found.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.